Event description:
Customer reported receiving low readings such as 154 mg/dl on her adc blood glucose meter. Customer further reported subsequently experienced blurred vision and headaches. Customer was seen by the doctor and diagnosed with hyperglycemia. Customer was started on insulin and added another diabetes medication. Customer denied self-treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in the meter memory.